Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
After a blow to the head the bilaterally implanted, patient was no longer able to hear with the device on the left ear. The external parts showed to be functional. A CT was ordered. The patient will follow-up with the doctor to discuss next steps.

Manufacturer narrative:
(B)(4). Conclusion: the device investigation revealed mechanical damage to the stimulator housing and electronics that is typical for severe external impact to the housing. The problems described in the patient report and the reported accident appears to match the damage found. This is a final report.

Event description:
After a blow to the head the bilaterally implanted patient was no longer able to hear with the device on the left ear. The external parts showed to be functional.